Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel/keypad led pca was replaced to address the issue. "Service required" codes were observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. A "ventilator inoperative" code was observed. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's left and down navigation buttons were not functional. There was no harm or injury reported.